Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number / manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, patient is being considered for revision due to a nickel allergy; however, no revision has been reported to date.